Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "completely deflated". The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on june 19, 2025 with lot number 1603948. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device was explanted and replaced.